Event description:
During a chicken demo with the use of the plasmablade tna device (with the adenoid tip), sparks were observed while the surgeon was using the device. A different device from the same lot was tried and again sparks were observed along with a small flame. The small flame self-extinguished but melted the plastic housing of the device after a few seconds of activation. There was no patient or procedure involved.

Manufacturer narrative:
(B)(4). Method: generator still in use and facility not returning for investigation. Results: generator still in use and facility not returning for investigation. Conclusion: generator still in use and facility not returning for investigation. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code.

Manufacturer narrative:
9/9/2015 (boisvk1): follow up with rep per receipt of regulatory inquiry for FDA. Information received via telephone call. What setting was being utilized? Coag 9 what technique was being utilized and how long was the activation for? Spot coagulation, anywhere from 10-15 seconds in duration. Was oxygen being utilized? No were you in contact with the tissue (chicken) upon activation of the device? Not at all times of activation. Either direct contact or activation just above surface of the chicken. Did the device spark when in contact with the chicken or just above chicken? Just above the surface of the chicken. The sparking did not occur when in direct contact with chicken.

Event description:
During a chicken demo with the use of the plasmablade tna device (with the adenoid tip), sparks were observed while the surgeon was using the device. A different device from the same lot was tried and again sparks were observed along with a small flame. The small flame self-extinguished but melted the plastic housing of the device after a few seconds of activation. There was no patient or procedure involved.